Event description:
Related manufacturer report number: 3006705815-2023-01917. It was reported the patient's system was explanted on (B)(6) 2023 for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.